Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer (fse) reached out to the robotics coordinator and confirmed no further issues occurred. The robotics coordinator was advised to reach out to support if the issue recurs. The system was working properly, and no site visit was required.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 30 degree endoscope would flip 90 degrees instead of 180 degrees after installation. The button was greyed out to make the scope move up or down. The technical support engineer (tse) advised the customer to reseat the sterile adapter and the endoscope. The tse wanted the customer to remove the 30 degree endoscope, rotate the 30 degree endoscope base to the correct orientation, press the clutch button and reinstall the 30 degree endoscope. The customer was unable to perform the troubleshooting suggested by the tse. The tse was not able to view the system logs. The procedure was completed with no reported injury.